Event description:
It was reported that the asymptomatic patient presented to the clinic after being lost to follow up. A chest x-ray revealed that the left ventricular lead had dislodged, possibly as a result of twiddlers syndrome. No intervention was performed at that time.

Manufacturer narrative:
UDI(di): (B)(4).

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information indicates the lead was explanted and replaced on 7/1/2015.